Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), upon interrogation, displayed a programmer message that the device was in the presence of a magnet. This occurred after the patient had surgery for an non-coronary related medical condition. Tones were heard. A memory dump and save to disk analysis were performed. Discussion with the technical services consultant confirmed this device did have a stuck magnet reed switch, which had potential to affect battery longevity. This medical device remains actively implanted to date. There have been no adverse patient effects reported.

Manufacturer narrative:
Technical services analysis of the save-to-disk confirmed that the reed switch was stuck, which caused the erroneous programmer message that there was a magnet present, as observed clinically. Boston scientific crm has observed similar failures, at a low rate of occurrence, isolated to this defect and has conducted an investigation to determine the root cause. The investigation further determined that this issue was attributed to a component failure, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct this issue and improve the reliability of the reed switch functionality. Should any additional information related to this event become available, this event will be updated. The device was explanted almost five years later and returned for analysis. Upon receipt at our post market quality assurance laboratory, external visual inspection noted electrocautery marks on the case and body fluid contamination in the lead barrels. Analysis testing confirmed that the reed switch was stuck, which caused the continuous beep tones and erroneous programmer message that there is a magnet present that were observed clinically. Boston scientific has observed similar device behavior and has conducted an investigation to determine the cause. Our investigation has determined that this behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality and an advisory was communicated worldwide in 2010.